Manufacturer narrative:
(B)(4). Product not yet returned.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage/user had an inaccurate reference.

Event description:
Onsumer complaint of high blood results. Customer normally is 180-200mg/dl. Based on parkes error grid analysis, the bias between the highest result given (385) and the normal result (180) is located in zone c. No adverse event reported.

Event description:
Consumer complaint of about high blood results. Customer normally is 180-200 mg/dl. Based on parkes error grid analysis, the bias between the highest result given (385) and the normal result (180) is located in zone c. No adverse event reported.